Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked out (would not fire)? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that during a rectosigmoidectomy by video procedure, the stapler was opened in a surgery and during the surgery it was verified that the stapler and the load locked. It was realized several attempts to unlock the device. So the stapler and the load were replaced. There were no adverse consequences for the patient.